Event description:
Following a diagnostic procedure, a physician attempted to deploy an angio-seal device. During the stage of deployment at which the collagen is tamped against the outside of the vessel wall, the tamper tube was noted to go "all the way in", which is not expected. Approximately one hr later the pt began to complain of pain in her leg. The pt was sent to the operating room and was found to have intra-arterial collagen: a specimen was removed.